Event description:
It was reported that prior to implant, the pulse generator exhibited a battery anomaly. The device was not used and a new device was implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
UDI (di): (B)(4). Initial reporter: company representative.